Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 980 ventilator had a breath delivery (bd) communication error during set up. The ventilator was not connected to the patient at the time of the event. The service engineer (se) inspected the device and could not duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.